Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. A revision procedure was performed, where visual examination noted an insulation breach in this ra lead. The lead was explanted and replaced. During extraction, the ra lead became damaged. The tip of the lead broke and could not be extracted. No additional adverse patient effects were reported.